Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The medical records do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci surgical procedure.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci hysterectomy and bilateral pelvic lymph node dissection procedure on (B)(6) 2009 for cervical carcinoma and idiopathic thrombocytopenia. Isi was provided with the operative report. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. Adhesions were noted - the omentum was adhered to the rectus muscles. Estimated blood loss was 650ml. The patient tolerated the procedure well and was discharged on (B)(6) 2009. On (B)(6) 2009, the patient presented with leaking urine. A CT scan showed bilateral hydroureter and urine leaking in the pelvic area, leading to the suspicion of a ureteral-vaginal fistula. Percutaneous nephrostomy was performed on (B)(6) 2009. The patient was discharged on (B)(6) 2009. Sometime before (B)(6) 2009, the patient went to the ER who diagnosed vaginal cuff detachment and green drainage. On (B)(6) 2010, she was brought to the operating room for nephrostograms and a pyelogram to assess the ureteral defect for surgical planning at a future date. The bladder had grossly purulent urine, which was sent for culture. On (B)(6) 2010, her nephrostomy tubes were checked and changed. At this time a nephrostogram was performed and the left catheter tip was not in the correct place, allowing drainage into the left pelvis and perirenal veins. On (B)(6) 2010, the patient underwent a right lich gregoir ureteroneocystostomy and a left boari flap. The procedures were successful and the patient was transferred to the pacu in stable condition. On (B)(6) 2010, the patient had a diagnostic cystoscopy and had her stents removed. The procedure was a success with no complications. On (B)(6) 2010, the patient underwent renal ultrasound after complaining about flank pain accompanying urination. No additional information was provided.